Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code: a0202 - defective component.

Event description:
Material #: 301664 batch#: 3272499. It was reported by customer that on 23-oct-2023, during the incoming visual inspection, qc technician ortizai3 found 67 pcs with voids inside the hub. While pulling inspection samples found 3 bags with illegible labels, missing bag number and material number, plus found one bag with a different supplier material number (700033970) batch number (323659) qty. (11000) the supplier¿s name on the label reads (n canaan). Verbatim: rcc received a complaint via email. Email(s) attached. On 23-oct-2023, during the incoming visual inspection, qc technician ortizai3 found 67 pcs with voids inside the hub. While pulling inspection samples found 3 bags with illegible labels, missing bag number and material number, plus found one bag with a different supplier material number (700033970) batch number (323659) qty. (11000) the supplier¿s name on the label reads (n canaan). Supplier assigned part number(s) - 301664. Supplier assigned lot number(s) - 3272499. Product/service description(s) - cannula, blunt, 30ga x 7/8. (05-8024).

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there were voids inside the hub and bags with illegible labels. To aid in the investigation, thirty-five bulk packaged samples in a plastic bag and eight photos were provided for evaluation by our quality team. A visual inspection was performed, the needle hubs have an air void 1/8" from the needle hub top. The needle hub voids are considered an acceptable imperfection. In the eight photos provided, six photos show the needle hub at high magnification. The additional two photos show a bag with an illegibly printed label and another bag with an incorrect label. The defects occur due to human error. No other information could be obtained from the photos. No other defects or imperfections were observed. A device history record review was completed for provided material number (B)(4), lot 3272499. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photos will be shown to the associates for awareness. Based on the investigation with the returned and photo sample analysis the symptom reported by the customer is confirmed.

Event description:
(B)(4) additional information please provide any available patient information including: age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. ¿ did the event involve an urgent/life threatening medical situation? No, this defect was caught at receiving ¿ did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No, this defect was caught at receiving ¿ please confirm whether there was any patient impact. No, this defect was caught at receiving ¿ can you please provide more details and describe how the product is damaged. The hub (plastic part) has a void and 3 bags with illegible labels, missing bag number and material number, and one bag with a different supplier material number material #: (B)(4) batch#: 3272499 it was reported by customer that on 23-oct-2023, during the incoming visual inspection, qc technician ortizai3 found 67 pcs with voids inside the hub. While pulling inspection samples found 3 bags with illegible labels, missing bag number and material number, plus found one bag with a different supplier material number ((B)(4)) batch number (323659) qty. (11000) the supplier¿s name on the label reads (n canaan). Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2023, during the incoming visual inspection, qc technician ortizai3 found 67 pcs with voids inside the hub. While pulling inspection samples found 3 bags with illegible labels, missing bag number and material number, plus found one bag with a different supplier material number ((B)(4)) batch number (323659) qty. (11000) the supplier¿s name on the label reads (n canaan). Supplier assigned part number(s) - 301664 supplier assigned lot number(s) - 3272499 product/service description(s) - cannula, blunt, 30ga x 7/8 (05-8024).